Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that time flashes, when the test strip is inserted into the meter. She went to see her md due to the power issue on the meter and md advised her to go to the pharmacy to have the meter fixed. Pharmacist advised the patient to contact lfs. The patient did not receive any treatment. While troubleshooting, ccr trained the patient with the set up of the meter and noticed that the code # was not retained. Customer service was unable to resolve the issue and sent the patient a new meter, strips and control solution. This case is being reported as a malfunction.